Event description:
It was reported that during the preparation, after unpacked, it was found that the tube of the ureteral stent was fractured. Confirmed via phone that the patient's condition following the procedure was stable and the procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the polaris ultra ureteral stent was returned for analysis with the positioner, the opened box, and the pouch. However, the suture did not return. The reported event of stent shaft break was confirmed. During the visual and magnification inspection, it was found that the stent shaft detached, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. The retrieval line gets entangled in the stent and is removed using excess force, the stent can get detached during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A device history record (DHR) review was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that during the preparation, after unpacked, it was found that the tube of the ureteral stent was fractured. Confirmed via phone that the patient's condition following the procedure was stable and the procedure was completed with another of the same device.